Event description:
The surgeon inserted a cq2015 collamer three piece lens, but the haptic tore. The lens was removed with no patient injury. The reporter stated it was unknown as to why the haptic tore.